Manufacturer narrative:
The scope was returned to the service center for evaluation. The bending section rubber glue was found cracked and leaking. The forceps cover glue and the cement glue of the scope¿s objective lens were noted to be peeling. Multiple broken elements were noted to in the scope¿s ultrasound image. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned asset, the forceps glue was found to be peeling. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer (lm) investigation. Please see the updates in sections. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer provided the following possible cause for the reported event were as follows: the legal manufacturer reviewed the device investigation and surmised the adhesive peeling on the scope¿s distal end was due to external force being applied. The legal manufacturer reviewed and confirmed the contents described in the then instruction manual and found the following descriptions. It was determined that this may be able to prevent the phenomenon. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. The legal manufacturer confirmed that the subject device met its standards at the time it was shipped. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.